Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient had an exair implanted in (B)(6). This was implanted as part of a dual procedure where she received a hysterectomy, and our product was implanted after that surgery. She has had chronic persistent pain since about six weeks after implantation. She had a follow-up with a different physician that stated, since she no longer has issues with leakage the surgery was a success, however she is now suffering from pelvic floor spasm that she called "lauder omni spasm". She is currently undergoing a 40-week course of physical therapy to help relieve the pressure points she has. She saw a nurse practitioner that remarked that she saw "erosion at the top of her bladder" however no other physicians have confirmed this finding at this time. The doctors have remarked that she likely has other organ prolapse at this time, however she has not been interested in additional surgeries to correct that issue. She stated that when she urinates and then drinks she has the urge to go again however there is no going. In order to urinate with her current condition she needs to practice specific breathing techniques. She also struggles now with defecation and needs to constantly take stool softeners and use a "squatty potty" and breathing exercise to produce a bowel movement. She made mention of scar tissue that is being broken down with the physical therapy as well, and that the pressure point are becoming fewer but is concerned about the chronic pain and the possibility that this is the mesh leeching toxins into her body. She has "brain fog" and weakness of her body, and is only free from pain when lying flat.